Manufacturer narrative:
The other device listed in this report is a v40 cocr lfit head, catalog no. 6260-9-336, lot code mljkj1. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Pt is uncompliant, pt has been diagnosis with (B)(6), suppose to be on antibiotics for the rest of his life, pt has been recurrently dislocating his left hip, surgeon took out head and liner replace with constrained liner and new metal femoral head, hoping this will be pt's final implants.

Manufacturer narrative:
An event regarding recurrent dislocation involving a trident acetabular liner was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received.

Event description:
Pt is uncompliant, pt has been diagnosis with (B)(6), suppose to be on antibiotics for the rest of his life, pt has been recurrently dislocating his left hip, surgeon took out head and liner replace with constrained liner and new metal femoral head, hoping this will be pt's final implants.